Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the 6f .070 xb 3.5 100cm vista brite tip guiding catheter was removed from the package and was noted to be kinked/bent and was cracked approximately 5 cm. Back from the distal tip. The guiding catheter was opened on a sterile field. The guiding catheter was not clinically used on the patient; therefore, there was no patient injury reported. Another guiding catheter was used to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was stored properly according to the instructions for use/IFU.

Manufacturer narrative:
The report received from the field indicated that the 6f .070 xb 3.5 100cm vista brite tip guiding catheter was removed from the package and was noted to be kinked/bent and was cracked approximately 5 cm. Back from the distal tip. The guiding catheter was opened on a sterile field. The guiding catheter was not clinically used on the patient; therefore, there was no patient injury reported. Another guiding catheter was used to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was stored properly according to the instructions for use/IFU. The device was returned for evaluation. (B)(4): one non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag, kink/bend conditions were found at 4.9cm, at 12.3cm, at 16.3cm, at 25.0cm, at 48.3cm, at 54.4cm and at 89.5cm from distal end, per visual analysis no cracks on catheter body and no other issues were found. The catheter od and ID were measured near to kink/bent conditions against drawing (B)(4) and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The reported customer complaint of catheter /body/shaft cracked prior to use was not confirmed; however kink/bent was confirmed. With the information provided it is not possible to determine what factors may have contributed to the reported event. The complaint reported by the customer 'catheter (body/shaft) - cracked-prior to use' was not confirmed since no cracks were found on catheter body. The kinks found on the device during analysis could be related to the return packaging and shipping of the device or user handling. There is nothing in the analysis, the device history report review or the event description to suggest that there is a design or manufacturing related issue, therefore no corrective action will be taken.